Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the returned battery cap was defective. The cap height was out of specification, but was able to fully tighten to the pump until the yellow o-ring was seated and flush with the case. The cap was removed from the pump with no issues and the threads were intact. The battery cap spring was secure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump was experiencing a short battery life. It was reported that the user tried a spare battery cap and the battery indicator shows full strength. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.